Event description:
Info received indicates the left foot caster has a flat spot, and the other casters rotate to the side when the bed is pushed and the brakes are set.

Manufacturer narrative:
The brake and steer casters were replaced to repair the bed.